Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission. A nc has been issued.

Event description:
Patient reports the bottom retainers do not fit, alignment is not where it should be and makes back molars bleed. The dentist's examination found residual crowding and anterior teeth are in traumatic occlusion.

Manufacturer narrative:
The date received by manufacturer (g3) was incorrect in the initial report. This report has the corrected date in field g3.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.